Event description:
It was reported by the customer "product is difficult to remove from the patient and that 'the metal sleeve that helps the safety slide is displaced and is providing resistance to the outward motion causing the nurse to use more force to remove the needle. Then the safety mechanism will not engage.' The staff pulled the infusion set out of the kit and instead used the single sterile item off the shelf that has a different lot number."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf155 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: the following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bent needle contributing to a difficult safety activation was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 20 ga x 0.75 in powerloc max infusion set. The returned product sample was evaluated and the needle was observed to be bent near the needle shaft exit site from the housing. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access the tip of the needle bevel appeared unremarkable the sample was received with the safety mechanism fully engaged over the needle tip. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "product is difficult to remove from the patient and that 'the metal sleeve that helps the safety slide is displaced and is providing resistance to the outward motion causing the nurse to use more force to remove the needle. Then the safety mechanism will not engage.' The staff pulled the infusion set out of the kit and instead used the single sterile item off the shelf that has a different lot number."